Manufacturer narrative:
The field service engineer found the incubator bath/filter dirty and cleaned it, replaced reaction cells and sample probe, and performed cell blank measurements. The customer calibrated and performed qc which was within range. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable chol2 cholesterol gen.2 results for three patient samples with the cobas 8000 cobas c 502 module. Sample ID (B)(6) : the initial chol result was 362 mg/dl. The repeated result was 219 mg/dl. Sample ID (B)(6): the initial chol result was 389 mg/dl. The repeated result was 201 mg/dl. Sample ID (B)(6):the initial chol result was 400 mg/dl. The repeated result was 221 mg/dl. The questionable results were not reported outside of the laboratory. The repeated results were deemed correct. The reagent lot number and expiration date were requested but not provided.